Event description:
It was reported that five days post a port placement via the subclavian bone, it was found that there was allegedly no backflow from the catheter. It was further reported that the catheter had allegedly came off under fluoroscopy imaging. Reportedly, the snare was inserted from the inguinal line to retrieve it, and the port body and catheter lock have been retrieved and replaced with a new port. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powersport clearvue isp implantable port, one cath-lock and one catheter were return for sample evaluations. Gross, visual, microscopic visual, tactile, functional and dimensional evaluations were performed. Port body showed minor puncture access of the port septum. An attempt to load both the cath-lock and catheter to the port body was performed and was successful. Both the catheter and cath-lock locked into place at the port stem. The port was patent to both infusion and aspiration without issue. No leaks were observed. The catheter was patent to both infusion and aspiration without issue. Therefore, the investigation is inconclusive for the reported disconnection and suction issue as the sample evaluation results indicating no difficulty in locking and suction issue under laboratory conditions may not be representative of the condition of the device during use. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five days post a port placement via the subclavian bone, it was found that there was allegedly no backflow from the catheter. It was further reported that the catheter had allegedly came off under fluoroscopy imaging. Reportedly, the snare was inserted from the inguinal line to retrieve it, and the port body and catheter lock have been retrieved and replaced with a new port. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B1, b5, g3, h1, h6 (patient, device, component). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five days post a port placement in the anterior chest via the subclavian bone, it was found that there was allegedly no backflow from the catheter. It was further reported that the catheter had allegedly came off under fluoroscopy imaging. Reportedly, the snare was inserted from the inguinal line to retrieve it, and the port body and catheter lock have been retrieved and replaced with a new port. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powersport clearvue isp implantable port, one cath-lock and one catheter were return for sample evaluations. Gross, visual, microscopic visual, tactile, functional and dimensional evaluations were performed. Port body showed minor puncture access of the port septum. An attempt to load both the cath-lock and catheter to the port body was performed and was successful. Both the catheter and cath-lock locked into place at the port stem. The port was patent to both infusion and aspiration without issue. No leaks were observed. The catheter was patent to both infusion and aspiration without issue. Therefore, the investigation is inconclusive for the reported disconnection, suction and migration issue as the sample evaluation results indicating no difficulty in locking and suction issue under laboratory conditions may not be representative of the condition of the device during use. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a port placement procedure using powerport clearvue isp implantable port. It was reported that five days post a port placement in the anterior chest via the subclavian bone, it was found that there was allegedly no backflow from the catheter. It was further reported that the catheter had allegedly came off under fluoroscopy imaging. Reportedly, the snare was inserted from the inguinal line to retrieve it, and the port body and catheter lock have been retrieved and replaced with a new port. The current status of the patient was unknown.